Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment by updating the calibration file. Next level support recommended that the sensor be re-linked under guided instructions to reinitialize the system and improve performance.the sensor was ultimately re-linked on november 9, 2025, as confirmed in system records. The customer was instructed to continue using the system and enter daily calibrations to support ongoing monitoring.subsequent monitoring showed that blood glucose values entered after the re-link tracked well with sensor glucose trends, and system performance stabilized. Customer care confirmed the system was functioning within expectations and that the user was receiving up-to-date glucose readings. With the issue resolved following the re-link and observation period. B4.date of this report 03 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.